Event description:
New information received, notes that device will not be returned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was found deceased in his home. Review of merlin.net transmissions and session records revealed that the patient had deceased of a ventricular fibrillation arrest. The patient's implantable cardioverter defibrillator had delivered shock, failed to convert rhythm, and therapy was then interrupted due to under-sensing and a premature return to sinus diagnoses after the shock was delivered. The device delivered multiple appropriate antitachycardia pacing (atp) and shocks after this episode.